Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that her insulin pump kept alarming no delivery. The patient's blood glucose at the time of incident was 277 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer stated that she had tried various infusion sets and sites but still received the no delivery alarm. A diabetes educator came out to visit her residence and confirmed that the customer was following proper insertion and usage protocol. The customer changed her sites to her upper arms and attempted to bolus but the insulin pump alarmed no delivery. The insulin pump will be returned for analysis.